Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion and alarmed compromised force sensor system or verify excessive no delivery alarm due to blank display.

Event description:
The customer's mother reported via phone that the insulin pump had excessive no delivery alarms. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.